Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a return of symptoms the week prior. Troubleshooting was being attempted, but the patient got disconnected. The patient called back. They had put new batteries in the patient programmer. The patient was able to connect with their ins and noted their simulation was on program 3 at 2.90v and the ins was off. The patient did not know how the ins got turned off. The patient was walked through turning the ins back on. They were walked through decreasing stimulation to 2.80v and they indicated it was comfortable for them. It was reported that troubleshooting resolved the reported issue.